Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately three months post the implant of a dual chamber implantable pulse generator (ipg). A cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.